Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the contralateral approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified internal iliac artery. A 6.0x40x75cm express ld iliac / biliary stent was advanced for treatment. However, it was dislodged inside the patient. Another guidewire and multiple other devices were used to attempt retrieval, but failed. Finally, the stent was inflated in place and the procedure was completed with another of the same device. No patient complications were reported.